Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 30, 2014 to october 1, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found to have a black mark on the reservoir. The device was filled with fluorouracil. This occurred before patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.